Event description:
Revision surgery was reported due to a fracture of the plate.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms the plate is broken. A review of the complaint history shows no prior complaints for the listed lot. A lab analysis was conducted with the following results; the plate could have fractured by the initiation and subsequent increase of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing repeated stresses in excess of the material endurance limit for an extended period of time. These excessive stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No material deviations in the plate were found during this investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.